Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: va0apk9012, ubd: 10-jul-2017, UDI#: ( B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 mpxr 845492 (rep): information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep met with patient at her post op appointment on (B)(6) 2021 to activate new ins. The rep programmed the patient for dtm which demonstrated out of regulation (oor) with each configuration. Therep ran impedance check as well as connectivity check. Connectivity check revealed green on contacts 1 and 4, all others were red. With zero lead as reference, contacts 1,2, and 4 were red x with 40000. Contact 3=39430, contact 5=38230, contact 6=40000, contact 7=39180. The rep changed the reference contact several times with similar results. The rep discussed the issue with the healthcare provider (hcp) and then the hcp discussed with the patient. The hcp would send the patient to a neurosurgeon to remove this lead and replace with a paddle lead.